Event description:
The patient contacted lfs alleging a 220 mg/dl on the lfs meter and a 140 mg/dl in the lab. The readings were less than 10 minutes from one another. The patient denied exhibiting any symptoms or received any medical attention due to the alleged issue. The complaint is being reported since the result is greater than 20% or 20 mg/dl.

Manufacturer narrative:
Follow-up # 1 (02/12/2013)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2013 with the following finding: the test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Test strips were requested back. Lot # was not provided for the test strips